Manufacturer narrative:
Per the user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 343 mg/dl and correction boluses were delivered to address bg. Pump system check was performed with tandem technical support and the luer lock was found to be a little loose. Customer changed the infusion set and insulin delivery was resumed.